Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip (B)(4).

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results from results obtained of 244, 198 and 180 mg/dl. Erratic blood glucose test results under concern provided by customer could not be confirmed as being performed back to back; customer could not read the date and time on the meter and did not mention which of the results were taken back to back. The customer's expected fasting blood glucose test result range is 100 - 130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer; customer was not fasting. The product is stored according to specification. The test strip lot manufacturer's expiration date is 05/31/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history (customer could not read date / time): (B)(6). Memory concerns:customer is concerned with high and erratic results, customer could not verify time and date on meter, he was unable to read the numbers.

Manufacturer narrative:
Internal report # (B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results from results obtained of 244, 198 and 180 mg/dl. Erratic blood glucose test results under concern provided by customer could not be confirmed as being performed back to back; customer could not read the date and time on the meter and did not mention which of the results were taken back to back. The customer's expected fasting blood glucose test result range is 100 - 130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer; customer was not fasting. The product is stored according to specification. The test strip lot manufacturer's expiration date is 05/31/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history (customer could not read date / time): (B)(6). Memory concerns:customer is concerned with high and erratic results, customer could not verify time and date on meter, he was unable to read the numbers.